Event description:
Heart-lung pump had been in use approximately 6 minutes when there was a noise noted coming from the pump. Immediately the perfusionist noted that there had been a cone malfunction. The pump was changed out and the problem continued. Then the cone section of the perfusion pump tubing was changed. This corrected the problem. The tubing was then debubbled and the pt was placed back on bypass.